Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and eccentric distal circumflex artery. Pre-dilatation was being performed with a 2.0 x 12 mm rx mini trek balloon catheter when the balloon ruptured on the first inflation at 10 atmospheres. A new 2.0 x 12 mm rx mini trek was used for further pre-dilatation and a xience prime was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.